Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an abre self-expanding stent during treatment of a lesion in the patient's proximal right iliac vein. No vessel tortuosity or calcification reported. Lesion exhibited 50% stenosis. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped as per IFU without issue. Pre-dilation was performed with an 8mm balloon. The device was not passed through a previously deployed stent. No resistance was noted during advancement. The patient was hydrated prior to the procedure. Ivus measurements were taken to determine stent sizing. The thumbscrew/lock-pin was checked for securement prior to the procedure. It is reported the stent advanced forward 1cm. The stent was ballooned with 14mm balloon. The stent placement was not adjusted after initial flowering of the stent. No attempts were made to remove the stent. No deformation was noted to the deployed stent. The delivery system was safely removed. There was no vessel damage noted. A second stent was placed in left common iliac for treatment, which aided the stent in rt. The second stent was planned. Common iliac in place. There was no patient injury reported.

Manufacturer narrative:
Additional information: it is reported the stent moved during the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.